Event description:
It was reported that during an af ablation procedure, a pericardial effusion occurred. The physician performed transseptal puncture with a brk needle and accessed the left atrial using a swartz introducer. The 7f cool path catheter was placed in the left atria. After geometry creation, the physician was mapping the left atrium and left appendage, the pt complained of chest pain, became hypotensive and had a decreased heart rate. A pericardial effusion was noted on the left side of the left atria via echocardiogram. A pericardiocentesis was performed draining 400ml. The pericardial effusion did not subside; therefore, the pt was transferred to surgery where a perforation of the left appendage was noted and repaired. The pt's current status is listed as stable.